Manufacturer narrative:
Femoral head, neck, and stem have been returned for evaluation. The stem had little bone on growth in the plasma spray region. There is some noted damage to the plasma spray on both sides most likely from extraction process. The femoral neck had dark debris similar to what is seen with fretting corrosion at the head to neck junction. The stem to neck junction had a goldberg score of 2 for fretting. Femoral head had damage to the distal end most likely from the extraction process. There was a noted dark patch at the distal end of the female taper. Sem analysis of the neck and head junction in descending order of levels found were carbon (c), oxygen (o), chromium (cr), cobalt (co), titanium (ti), molybdenum (mo), phosphorus (p), aluminium (al), calcium (ca), vanadium (v), sodium (na), and magnesium (mg). This has been a common element breakdown of the black debris found in corrosion events. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Based on the information provided it is likely that the corrosion of the head to neck junction may have contributed to the reported loosening condition. However, a definitive root cause of the corrosion cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised to due to loosening of the stem. Metallosis was also observed.